Manufacturer narrative:
H3, h6: the software investigation was unable to determine probable cause. The archive was reviewed but did not provide root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735585, serial/lot #: (B)(4) a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy case. It was reported that there was an alleged inaccuracy. The surgeon obtained core matter when they expected pus. They were doing a navigus biopsy case and after locking trajectory and inserting the biopsy needle, the needle was tracking fine, but was getting stuck. It appeared to either be getting suck on the burr hole of the skull or the base plate itself. During this time, the physician assistant (pa) felt that they saw movement. The surgeon checked accuracy and felt accurate, so they removed some of the bone/base plate to allow the needle to pass down. When acquiring the sample, it was of core material and not pus, which is what the surgeon was expecting. They then broke down the sterile field and re-registered the patient and performed the same steps. After this second time, they still sampled core material and not pus. Pathology results are still pending. The likely cause of the issue is the needle skiving from contacting the bone/base plate, or the tumor was composed of core material and not filled with pus. This caused a total of 25-30 minute delay to the case. There was no impact on patient outcome.